Manufacturer narrative:
There is no indication service was dispatched for this event.

Event description:
The customer reported an elevated, non-reproducible troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one emergency room (ER) patient, involving synchron lxi 725 system. Subsequent testing on the initial and a second sample produced lower results within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.